Manufacturer narrative:
Stryker verified the issue was logged in the device's memory. The root cause of the reported issue was traced to the device software. The watchdog reset is a well-established software safety mechanism. The goal of the watchdog reset is to serve as an intentional backup system to detect a potential software issue and quickly return the device back to a safe operating condition without additional operator intervention to troubleshoot the issue (such as powering the device off then back on, removing and reinstalling power sources, etc). If a detected software anomaly occurs on the lifepak 35, the watchdog reset automatically initiates a ¿warm boot¿ which will restart the device while preserving the settings and mode that was last being used with the intent of minimizing interruption to the clinical workflow.

Event description:
The customer contacted stryker to report that their device froze during use. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device froze during use. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.